Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after a diagnostic procedure. Reportedly, the physician was unable to insert the device through the skin. The method of reaching hemostasis was not reported. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B)(4). Eval of the returned device found no abnormal observation. The hydrophilic coating was not checked prior to decontamination, however, it is difficult to quantify its presence once the device has been deployed. The daily lot testing for hydrophilic coating was confirmed to be within specs. The guidewire was backloaded and frontloaded without problem. We were not able to establish a root cause for difficult insertion based on the investigation findings. No mfg or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.